Manufacturer narrative:
(B)(4). (B)(6). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced sepsis (unreported date) and peritonitis coincident with peritoneal dialysis (pd) therapy. One day after the onset of peritonitis, the patient was hospitalized. The same day the patient was treated with vancomycin injection, 1 gram starting dose, oflin injection, 100 ml once daily, ecomer injection, 1 gram once daily, gentamicin injection, 60 mg once daily and heparin injection, 500 iu (international units) for peritonitis. Treatment for the sepsis was not reported. The cause of the sepsis was not reported. The cause of the peritonitis was reported as a breach in aseptic technique and sepsis. On an unreported date the patient was discharged from the hospital. At the time of this report the recovery status of the sepsis was not reported; however, the patient was recovered from the peritonitis event. No additional information is available.